Event description:
Dr. [Redacted] performing elective circumcision on infant with gomco clamp. Clamp did not tighten/compress. Site sutured to stop bleeding. Bell of gomco not engraved with size.

Event description:
Dr. [Redacted] performing elective circumcision on infant with gomco clamp. Clamp did not tighten/compress. Site sutured to stop bleeding. Bell of gomco not engraved with size.